Manufacturer narrative:
The separation of the hydrogel coating is likely the result of over hydration and the use a smaller size trocar then recommended. Evaluation of the returned sample finds the st coating to have separated from an area on the mesh, which resulted in a void of the hydrogel barrier. Condition of sample received is consistent with the hydrogel becoming over hydrated causing it to clump when the mesh is handled. As reported, hydration time was not known and the size trocar used was an 8mm. Per the instructions-for-use (IFU), supplied with the device, "ventralight st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight st mesh before hydration. The mesh must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight st mesh. Insert the mesh through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the mesh through trocar. If ventralight st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available, larger sized trocar. The recommended trocar size for product code 5954450 is 10mm. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic umbilical hernia repair, the ventralight st mesh was hydrated (hydration time unknown) prior to insertion through an 8mm trocar. It was reported that the ventralight st mesh was folding over and peeling itself apart during placement. A new ventralight st mesh was used to complete the procedure. There was no patient harm or injury.